Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and illegible for interaction. There was no adverse impact to the customer's blood glucose level. The customer was advised to return the damaged pump to tandem and a replacement pump was sent, with the customer instructed to migrate settings and connect their cgm to the new device. The customer will continue using the current pump with a mobile app until the replacement arrives.